Event description:
Report received from an international affiliate. The report states, "as fluid (blood products) was being pumped through infusion set, y site fell to pieces causing blood products to contaminate area. No adverse effects to staff or pt." Upon further query the following information was provided: the reporter stated that the "clave fell apart." No medical interventions were required.